Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient contacted patient services and stated the remote home monitor had a red light. Patient services assisted the patient in completing a successful remote interrogation and referred them to their physician. Patient services explanted that the red light may mean there was an alert indicating a possible issue which was not able to be transmitted to the clinic. The field representative was unable to obtain any further information from the clinic. At this time the implantable cardioverter defibrillator (ICD) remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This implantable cardioverter defibrillator (ICD) was explanted three months later for an unrelated issue documented in report 2124215-2017-04970. The ICD was returned for analysis.